Manufacturer narrative:
The account has been contacted in order to obtain additional info. It is unk at this time if an autopsy was performed. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
Male pt had the following medical history: prior pci, prior CABG, hypertension, hypercholesterolemia, and former smoker. The pt had restenosis a year prior to the event, in a lesion that had been previously treated with a cypher stent (catalog and lot number unk). The lesion was an svg bypass vessel located in the right posterior descending artery. The lesion was treated with balloon angioplasty. In 2006, the pt died. The cause of death was cardiac, and the cardiac cause of death was specified as complications post CABG. The event was graded as unrelated to both the index device and procedure.